Event description:
It was reported that when the water was injected into the eagle inflation balloon using a pressure pump for inflation, the pressure pump leaked water at the proximal end. The event included an additional surgery or drug therapy, and a new pressure pump was used. Per follow-up information received via ibc on 03mar2022, stated that there was no additional surgery or drug therapy was performed.

Manufacturer narrative:
The reported event was unconfirmed as the failure could not be reproduced. The eagle inflation device was returned in the opened original packaging. An evaluation was completed. The gauge needle was in the zero position upon receipt. Functional testing was performed. The complaint device was connected to a pressure indicator, and plunger pulled to fill the device with distilled water for aspiration. No water leakage was seen when prepping the device. The latch was then engaged, and the plunger was rotated clockwise to pressurize the device. As pressure increased, the pressure indicator increased as well. The device was found to be within tolerance at the 4, 14, and 30 atm. Functional testing continued with pressure leak, pressure decay, and vacuum capability testing. No water leakage was found throughout the functional testing. The device was then allowed to sit for approximately six days and was functionally tested for a second time. The device again passed all functional testing without leakage. All inflation devices are sampled, inspected, and accepted. Atrion's current manufacturing controls include 100% automation testing for pressure leakage, pressure decay, vacuum decay, and gauge accuracy during manufacture using ultra high purity nitrogen gas before leaving our facility. At no time is any solution or other substance introduced into the device. Devices that pass this test are marked by automation for identification. Devices that fail are not marked. The returned device was marked, indicating it met manufacturing specifications when it left facility.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "end plug/body seal leak; gage/end plug interface leaks". The device was used for treatment purposes, however, it is unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "always follow the manufacturer¿s directions accompanying the balloon dilation catheter for instructions for use, maximum balloon inflation pressure, precautions, and warnings for that device." "Before use, inspect the device to verify that no damage has occurred during shipping and handling." "Inspect the syringe and tubing to ensure that the device has been completely purged." "Adjust the syringe volume to 3 to 4cc. If more contrast solution is needed, submerge the syringe tip into the basin of solution and aspirate." "Balloon inflation and deflation: 1. Release the lock lever and allow the piston to move forward into neutral position (0 atm). 2. To inflate the balloon, engage the lock lever, turn the palm grip on the piston clockwise slowly until the desired inflation pressure is reached. The lock lever maintains the increasing pressure. 3. To deflate the balloon, push the lock lever left, releasing the piston, and pull back. Slide the lock lever back to lock, if desired." Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the water was injected into the eagle inflation balloon using a pressure pump for inflation, the pressure pump leaked water at the proximal end. The event included an additional surgery or drug therapy, and a new pressure pump was used. Per follow-up information received via ibc on (B)(6) 2022, stated that there was no additional surgery or drug therapy was performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the water was injected into the eagle inflation balloon using a pressure pump for inflation, the pressure pump leaked water at the proximal end. The event included an additional surgery or drug therapy, and a new pressure pump was used. Per follow-up information received via ibc on (B)(6) 2022, stated that there was no additional surgery or drug therapy was performed.